Manufacturer narrative:
Films review summary: the exact source/cause of the endoleak observed during implant could not be determined form the limited films provided. No endoleak interrogation (injecting from different levels within the stent graft) to help determine the source and rule out other endoleak sources was seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. Three (3) short (3 ¿ 4 second) returned angiograms during implant confirmed contrast blush along the left side of the bifurcate near the level of the flow divider and also near the gate ring. After relining the stent graft the amount of contrast was greatly reduced, except for a slight amount of contrast blush observed near the flow divider just below the bottom of the cuff. Although a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm diameter ruptured abdominal aortic aneurysm. It was reported that during the index procedure, on angiogram, a billowing blush of contrast was observed around the level of the flow divider. During this procedure there was a 14 and 16 fr sheath in place (occlusive to externals). After repeat angiograms, the physician determined that there was a type iii fabric endoleak. In order to resolve the endoleak, the physician elected to reline the stent graft with an endurant 25x49 aortic cuff followed by an endurant 16x16x93 stent graft limb (right) and endurant 16x10x82 stent graft limb (left). On final angiogram, the physician aspirated the sheaths bilaterally and a small blush was still present. The physician was confident this was related to heparin administration and would resolve post-surgery. It was reported that the patient was doing great post-surgery. As per the physician, the cause of the reported endoleak was related to a stent graft fabric issue. No additional clinical sequelae were reported and the patient is fine.